Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Medical device lot #: 7198186 was reported, however, this is not a lot # manufactured for the reported catalog #. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported by the customer that the bd veo¿ insulin syringes with bd ultra-fine¿ needle box did not have lot number. The following information was provided by the initial reporter: stated, "this box doesn't have a lot."